Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had experienced a hypoglycemic episode that required paramedics intervention and during which cgm was not displaying any readings. During her call to dexcom technical support, pt stated that she did not need to be hospitalized and was feeling good.